Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The consumer reported that 2 to 3 weeks after it was installed, he was at 3 plus pads a day and then he went down to two pads a day that were only half full and it was excellent. Since then, the patient had gone back in the direction he started. He was back to three pads a day. After a month, he started to increase it by one. He did that twice. The patient felt stimulation but he did not feel it all the time. At night, he could feel it lying down. Sometime he felt it in his hip on occasion. Therapy was on but the situation was not resolved. He was on program 2 at 2.6v. He started out using a diary but the doctor said he could adjust on his own. The stimulation was increased to 2.7v and the patient felt it in the left scrotum. He planned to report again if the issue did not resolve and also adjust stim. There was leaking/ incontinence and soreness at the scrotum. This was considered a gradual change in therapy/ symptoms. Additional information indicated that a month after implant, the patient got 50% improvement but it had gradually gotten worse since then. He planned to follow up with the doctor. Additional information was received from a patient. It was reported the patient had an appointment on (B)(6) 2016 and presently the leakage was back to as it had existed prior to implant. The patient had a urine test which showed an infection and they had to take antibiotics for ten days. The return of urinary incontinence, leakage and soreness had not been resolved. The patient later reported having had appointments on (B)(6) 2016 as well and the steps taken to resolve the issue was their healthcare provider (hcp) changed the program. The symptoms had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.